Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit balloon is not inflating. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined the issue by replacing the drive manifold assembly. Repair completed. Functioning tests carried out with positive results. The iabp was then released to the customer and cleared for clinical service.